Event description:
Rn inserted braun, introcan safety, IV catheter, no blood return noted. Rn tried to discontinue catheter, but met resistance, unable to discontinue catheter. Attending physician called to bedside. Physician able to discontinue catheter. When retracted, IV catheter bent in 2 places at tip and was curled. The tip of the needle was smooth and straight when inserted, and there was nothing unusual noted during the time of insertion. It is not known whether or not this is a spring-loaded retractable device. There were no unusual circumstances or activities during this procedure. There is no history of this type of malfunction at this facility. Also, a sample of this manufacturer's lot was not examined for similar defects.